Manufacturer narrative:
Product event summary: analysis confirmed the reported event; dead spot on overlay (not responding to the stylus). Display overlay found damaged. Analysis also found the system fan was noisy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were parts of the screen that would not respond to the stylus. The programmer was returned to service. There was no patient involvement.